Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report stated that the customer stated that the problem of urinary catheter fell out, balloon has deflated happened about 3 times in the last days. It cannot be said whether it was always the same lot/ ch, because it only happens after the catheter was inserted and the packaging was in the trash.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abormalities found . Therefore, this complaint could not be 3confirmed.

Event description:
The report stated that the customer stated that the problem of urinary catheter fell out, balloon has deflated happened about 3 times in the last days. It cannot be said whether it was always the same lot/ ch, because it only happens after the catheter was inserted and the packaging was in the trash.